Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in therapy or symptoms. The patient was not feeling stimulation and felt leaking symptom return since (B)(6) 2015. The patient turned stimulation up on (B)(6) 2016 and could feel stimulation. There were no trauma or falls that could be related to the issue. The circumstance that led to the return of symptoms was a change to device programming. The steps taken to resolve the return of symptoms was reprogramming and the patient was good. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.